Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. A visual inspection of the returned cycler exterior showed no sign of physical damage. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. The cycler weighed fill volume values were within tolerance. The valve actuation test and system air leak test passed. There were no discrepancies encountered in the internal inspection of the cycler. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Event description:
The peritoneal dialysis (pd) patient reported they experienced drain volume that was over 180% of their fill volume. The patient stated they would manually to complete the treatment. The patient had a last drain volume of 5707ml and their largest fill volume was 3006ml. The reported large drain of 5707ml was 190% over the expected drain volume which resulted in a reportable device malfunction. Additional information was solicited but unavailable.